Event description:
This is filed to report a single leaflet device attachment (slda), recurrent mitral regurgitation and tissue damage requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that visualization during the procedure was difficult due to the patient's anatomy. One clip (20406r106) was placed medially on a2/p2 but upon deployment of the clip, it would not release from the delivery system. Troubleshooting was performed and the clip was released. However, during the troubleshooting process the grip on the posterior leaflet became loose and the decision was made to implant another clip. A second clip (20208r186) was advanced to the left atrium and at that time it was noted that the first implanted clip had an slda. The second clip was placed to stabilize the slda clip and the procedure was complete with a final mr grade of 2. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. It was reported that on 14-nov-2022 a transesophageal echocardiogram (tee) was performed and it was noted that the mr worsened and the second implanted clip (20208r186) became an slda. On 28-nov-2022 a surgical mitral valve replacement (mvr) was performed. It was noted that the second slda caused a tear in the mitral leaflet. The mvr procedure was successful. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported recurrent mitral regurgitation and the reported heart failure, appear to be due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda was due to procedural circumstances (leaflet tear from previous clip implant) in conjunction with imaging difficulty. The reported poor image resolution was associated with difficult imaging due to patient anatomy (related to the positional relationship between the spine and esophagus). The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - clinical code 4559 removed.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on the transesophageal echocardiogram (tee) was performed due to the patient experiencing aggravated heart failure symptoms. According to the physician the second clip detached from the leaflet due to a leaflet tear that the first implanted clip caused.